Event description:
It was reported that, pt complains of constant sharp pain, almost gives out when walking, walks with limp, general discomfort. Update: it was reported that the pt and surgeon called the stryker hip recall hotline because pt was experiencing pain with the rejuvenate hip that was implanted in 2009.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.